Event description:
The customer stated that he was treated by paramedics and hospitalized, due to hypoglycemia. The reported blood glucose reading was 66 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement and self tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.